Manufacturer narrative:
An investigation is currently underway; upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported to tyco healthcare/kendall in 2007 that a customer had a problem with a umbilical catheter. Customer reported; "within 24 hours of placing the uvc it started leaking where the catheter joins the hub. Uvc was removed and a PICC was placed to maintain central venous access.''